Event description:
A physician attempted arteriotomy closure using the starclose device in the right superficial femoral artery after a diagnostic procedure. Post the procedure, the patient experienced numbness in the right foot; an angio showed no flow to the access site. The physician accessed the right superficial artery, from the left side; ballooned and stented the right superficial femoral artery access site with unknown products.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.